Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. The customer's weight was not provided. The customer indicated that the readings since the start of 2019 were missing. Therefore, event date was captured as (B)(6) 2019. The device identifier # was left blank as it could not be determined based on the available model #.

Event description:
A (B)(6) customer reported that she was trying to download her blood glucose readings from the contour next usb meter to the software and found that the readings since the start of 2019 were not being stored in the meter memory. There was no allegation of an adverse event. The customer was advised to return the meter for evaluation. A new meter and replacement test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected product. An in-house testing was performed using the returned contour next usb meter (serial # (B)(4)), returned contour next test strips and in-house contour next control solution. In addition, the returned meter was tested with the in-house contour next test strips and in-house breeze 2 control solution to simulate as blood. All readings were within specifications and properly stored in the meter's memory.